Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images does not find a dislocation event depicted. The review does find the acetabular cup is mispositioned, having both more abduction and version angle than what would be recommended by depuy. This may have been a contributing factor in the reported dislocation event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that patients hip dislocated post op, next day cup was removed and version was changed new screws new liner were implanted. Doi: (B)(6) 2021 dor: (B)(6) 2021 unknown hip.